Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a contact called regarding a transient hyperglycemic episode with a highest recorded glucose of 243 mg/dl on a g7 sensor, suspected to be related to ingestion of sugar in coffee, and support provided education on checking insulin on board. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with glucose trending down to 190 mg/dl and returning toward range within about one hour. Investigation included user support and troubleshooting focused on device use education. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with the event consistent with user-related carbohydrate exposure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.